Event description:
During a remote follow up, episodes of oversensing were observed on the right ventricular (rv) lead. Technical support was contacted and also observed a loss of capture on the rv lead. Technical support recommended reprogramming to resolve the event. Reprogramming was performed. The patient was stable.